Event description:
Physician reported ruptured device. The device was explanted. Side unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold, red particles and weight to the spec. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings observed in the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ruptured device. The device was explanted. Side unknown.